Manufacturer narrative:
(B)(4). A visual, dimensional and dimensional inspection could not be conducted since the device was not returned for evaluation. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that the disposable blade cast a weird shadow right in the visual field of where the vocal cords would be. The doctor could barely see anything during intubation. No patient injury or consequence reported.